Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump has been resetting itself during normal use. Insulin pump also alarmed multiple unexpected restart alarms. Customer's blood glucose at time of incident was unknown. During troubleshooting, found multiple unexpected restart alarms and external ram crc error. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test and a21 test. No unexpected a17, a21 or a21 error alarm after battery change noted. The insulin pump was monitored for 3 hours and no reset alarm or erased settings noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.